Manufacturer narrative:
The devices, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the part or batch we could not complete the complaint history review or the risk management review. Our clinical/medical team noted: no supporting patient specific clinically relevant documentation was provided; therefore, a thorough medical investigation could not be performed. However, it was communicated that the revision surgery was performed due to ¿fracture and unknown reasons¿ but the surgeon says s+n devices were not defective¿. The patient impact beyond the reported fracture and subsequent revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A root cause could not be determined at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to fracture and unknown reasons. The doctor says s+n devices were not defective. No further information available at the moment.